Event description:
Laparoscopic cholecystectomy performed 6/23/95 on 54-yr-old female. During surgical procedure there was difficulty using the clip applicator and the points of several clips overlapped, had to be removed and redone. Defective clip was retained and sent to co rep. The pt was readmitted 6/26 for abdominal pain. R/o ileus, hida scan performed, identified possible extravasation cystic duct. Pt returned to or 6/28 for exploratory laparotomy and ligation of leaking cystic duct. Operative notes indicate that cystic duct stump was identified with 2 clips intact. The distal clip was completely including the cystic duct but in between the proximal and the 2 clips, a small hole was noted within the cystic duct causing leak of bowel. It is believed the clip did not occlude well. The occluding ends were overlapping slightly.